Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise and externalized conductors were observed on the lead. The lead was capped on (B)(6) 2017. The patient condition was stable after the procedure.